Manufacturer narrative:
(B)(4). This report submitted with correct registration site. Please reference 3006451981-2012-00170 initial and supplemental reports.

Event description:
Procedure type: colon resection. According to the reporter: the device did not cut through staple line of distal tissue doughnut. The surgeon staples and the distal doughnut is missing from the anvil assembly upon removal of stapler from patient. Described as being attached by staples from the distal staple line and not being completely transected. Patient was given a temporary ileostomy.